Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure the cutting unction was intermittent and cutting action stopped. The cutter option had to be selected a second time. The case was completed with no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative did not indicate replicating the reported event. However, the pneumatics module was replaced. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).